Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated using a communicator. This ICD remains in service. No adverse patient effects were reported.